Manufacturer narrative:
Section a5: ethnicity: unknown/asked but unavailable (asku). Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) cartridge tip cracked during iol insertion. The lens was injected into the patient's eye with no defects or issues. There was no patient harm. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/05/2026. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the simplicity corresponding to this complaint was received inside a biohazard bag. Visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip and cartridge was cracked leading to cartridge damage. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.